Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that on the second firing, the device cut and did not staple, so the doctor opened another device. It goes on to say ¿the recharge only cuts and does not staple the tissue with all the clips.¿ for clarification, was one cs40g device used with two separate reloads which had issues?

Event description:
It was reported that during a laparoscopy by rectum resection procedure, the device in the first shot fails a little but finally takes the shot. When performing the second cut does not staple the tissue and remains open so the doctor asks to open another stapler. In surgery, a recharge of the device only cuts and does not staple the tissue with all the clips. Another device was used to complete the procedure. There were no adverse consequences for the patient.